Event description:
It was reported that the user received an urgent low glucose alert from the ilet and confirmed low glucose with a fingerstick, with ilet readings in the 70s mg/dl and a fingerstick in the 80s mg/dl; the user was educated on correction protocol and monitoring and reported glucose trending upward by the end of the call. Symptoms included no reported clinical symptoms of hypoglycemia. Outcomes included no medical intervention beyond oral carbohydrate guidance, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education with reinforcement of treatment protocol and device use guidance. Investigation of this case revealed no device malfunction was identified, with sensor and fingerstick values reasonably concordant and glucose recovering. It was concluded that this was an episode of hypoglycemia with an unclear cause, managed with standard self-treatment guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."